Event description:
Surgeon secured a dual mesh prosthesis for a large ventral hernia repair with cv-o gore-tex suture. Approximately a week and a half later, the patient manifested an intestinal obstruction and a second surgery was performed. The second surgery revealed disruption of the sutures from the initial procedure. The patient died during the second surgery.